Event description:
It was reported that when using the bd pyxis¿ es server, had station with critical override when trying to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the multiple stations had a critical override order interface problem. A technical support specialist (tss) had dialed in to the server, ran a downtime query, and checked the communication between the es server and es interface and confirmed everything was good on both sides. Tss checked the health sight viewer (hsv) and found that there was a problem with meditech. An email was sent to the customer regarding this, and a follow-up call was made to verify if the issue had been resolved. The customer confirmed that the issue was resolved and gave permission to close the case. The case was then closed as per the conversation. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.